Manufacturer narrative:
Medical device expiration date: unknown. A device evaluation and/or device history review is anticipated, but is not complete. Upon completion, a supplemental report will be filed. Device manufacture date: unknown.

Event description:
It was reported that as lvp 20d dehp leaked and had flow issues. The following information was provided by the initial reporter: infusion line didn't clamp automatically when it was removed from pump. Detailed incident description: nurse removed line from pump. It didn't clamp automatically. Line continued to free flow. Nurse was able to replicate the incident once more with the same line, but couldn't do it again a third time, so incident appears to be intermittent.